Manufacturer narrative:
(B)(4). Requested additional information and received the following response: what was the patient's pre-op diagnosis? Low rectal cancer. What was the quality of the tissue in the area where the device was fired? Unknown. Did the extended or time have a negative impact on the patient? If so, please explain. The patient needed the more anesthetic. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low rectal "anus-saving" procedure, after the surgeon fired the device, the staples were malformed. So the surgeon used hand sewing to anastomose. The patient's anus was saved, but she lost blood 250ml, and was transfused with 400ml of blood. As a result of the difficulties encountered with this device, the procedure was prolonged 90 minutes. Now the patient is fine.